Event description:
X-ray system installed at ins facility on dec. 13, 2000 was tested for compliance in 2000 and found to produce pt dose above the standard for chest x-ray examinations performed in federal facilities. Maximum dose allowable is 30 mr in accordance with executive oder then in effect. Compliance testing was performed with automatic exposure control (aec) settings stored in the x-ray device prior to arrival of the x-ray auditor. Using facility was advised upon completion of testing by the x-ray auditor that the device was safe for continued use: however, the MFR/assembler should be notified. The MFR's us affiliate was notified on or about january 2, 2001 and began investigation and testing. It was determined on further investigation that the MFR's default settings for aec had been changed subsequent to assembly by the MFR's authorized assembler. Specifically, settings were changed by the MFR's applications specialist. MFR's service engineer corrected aec settings on january 10, 2001. The device was tested by the MFR and found to be in compliance with federal dose guidelines. Events revealed deficiencies in the MFR's product documentation and training for service personnel and users.